Manufacturer narrative:
Foreign zipcode: (B)(6).

Event description:
It was reported that some blades appeared rusty and metal shards were coming off the tip during procedure. No patient injury reported.

Manufacturer narrative:
No patient injury or impact to patient is being reported for this issue. Silicone and silver from the devices that potentially entered the wound cavity do not have an adverse effect on patient safety.

Manufacturer narrative:
7205305 3.5mm full radius disposable blades returned. Two devices arrived packaged together. It was confirmed that there were two initial complaints opened for the first blade and subsequently two more for the additional blade received for a total of four related complaints. They are not serialized and therefore it is not fully determined which complaint applies to which device. They both stated: "as reported: rep was made aware (by nurse) that some blades appeared rusty and metal shards were coming off the tip, into the patient." It was later confirmed that there were two complaints opened for each device; total four related complaints. This product is not serialized and therefore it is not fully determined which complaint applies to which device. Visual inspection indicates presence of an internally tested silicone used in the manufacturing process of the silver plating process. The metal surface has become discolored. The silicone is used for additional lubrication between inner and outer blades to produce a device with less friction. This may encourage subsequent tarnish which can shed. There were also wear bands skived on the surface material of the inner blade. This is a symptom of inadvertent side loading. Internal testing indicates that these visual observations are cosmetic. The silicone and silver improve performance of the device and do not have an adverse effect on patient safety. The observations are monitored through engineering.